Manufacturer narrative:
The balloon catheter afapro28 with lot number 13315 was returned for analysis. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 16 applications. The catheter passed the performance test. By dissecting the catheter, a kink was found on the guide wire lumen at 1.177 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.